Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, a "massive" hemorrhage was noted of severity three or higher on the bleeding academic research consortium scale. The patient required urgent treatment. A transfemoral approach was used due to severe frailty and poor vascular condition. Subsequently, a cholesterol embolism occurred leading to disseminated intravascular coagulation and multiple organ failure. Two days after the procedure, the patient passed away. The cause of death was cholesterol embolism. Per the physician, there was no causal relationship between the death and the device. There was a causal relationship between the device and the procedure.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, a "massive" hemorrhage was noted of severity three or higher on the bleeding academic research consortium scale. The patient required urgent treatment. A transfemoral approach was used due to severe frailty and poor vascular condition. Subsequently, a cholesterol embolism occurred leading to disseminated intravascular coagulation and multiple organ failure. Two days after the procedure, the patient passed away. The cause of death was cholesterol embolism. Per the physician, there was no causal relationship between the death and the device. There was a causal relationship between the device and the procedure. There was no causal relationship between the device and the death.

Manufacturer narrative:
Corrected data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added third paragraph. D3. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, a "massive" hemorrhage was noted of severity three or higher on the bleeding academic research consortium scale. The patient required urgent treatment. A transfemoral approach was used due to severe frailty and poor vascular condition. Subsequently, a cholesterol embolism occurred leading to disseminated intravascular coagulation and multiple organ failure. Two days after the procedure, the patient passed away. The cause of death was cholesterol embolism. Per the physician, there was no causal relationship between the death and the device. There was a causal relationship between the device and the procedure. There was no causal relationship between the device and the death. Additional information was received indicating that access was obtained on the left side. The valve, the guidewire, and the delivery catheter system (dcs) all did not contribute to the vascular injury. It is possible that the non-medtronic sheath contributed to the vascular injury. It is suspected that either the peripheral balloon or the sheath was the cause of the hemorrhage at the left common iliac artery. Of note, disseminated intravascular coagulation refers to organ failure caused by bleeding and thrombosis. Neither the valve nor the dcs contributed to the patient's death.